Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel of the subject device tested positive for bacillus spp. (2 cfu /endoscope). The result of the additional microbiological testing by a third party laboratory satisfied the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two surveillance culturing at the user facility, all channels of the subject device tested positive for the following some kinds of bacteria. First time: enterobacter cloacae (62 cfu/ endoscope). Second time: pseudomonas aeruginosa (60 cfu/ endoscope). The subject device had been reprocessed with soluscope, a non olympus automated endoscope reprocessor model, using peracetic acid. There was no report of infection associated with this report.